Event description:
It was reported to covidien in 2008, that a patient had an issue with a heparin prefilled syringe. The customer reports that approximately 1-2 mins after the pt received his flush, he began to complain of nausea and joint swelling. Red streaking was noted down his face and his chest along with flushing. Pt's mother gave him benadryl. Pt was transported to the ER where he received benadryl and a steroid.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.